Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had partial display. The customer was assisted with flashing/white/or blank display troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was solid white and was not blank less than thirty seconds. The customer stated that the battery cap contacts were neither missing nor damaged. The battery compartment was also neither damaged nor corroded. New battery was inserted and the display was still white and partial. The customer was instructed to leave the battery out of the insulin pump for two hours. The customer was advised to revert to back-up plan during two hour insulin pump reset, but the customer already reverted to their old insulin pump. There was no indication of the issue being resolved. The product will not be returned for analysis.